Event description:
At five years postoperative, the subject reported very good health and moderate pain or discomfort in the study hip. At this point, he answered ¿no¿ to being satisfied with his study hip replacement. The study coordinator believes it is possible the subject marked "no" in error as the questionnaires were completed via mail and the subject never expressed any dissatisfaction with his hip replacement. At six years postoperative, the subject answered ¿yes¿ to being satisfied with his study hip replacement on patient questionnaires.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. The following devices were also listed in this report: 127 size 9 secur-fit advanced stem; cat#1601-09127; lot# mmloth. Primary tritanium hemi cluster hole cup 54mm; cat#502-03-54e; lot#7132wp. Delta v-40 ceramic head 32/+4; cat# 6570-0-232; lot# 51386805. Acetabular dome hole plug; cat#2060-0000-1; lot#4n38x0. 6.5 cancellous bone screw 30mm; cat#2030-6530-1; lot# we3l11. 6.5 cancellous bone screw 25mm; cat#2030-6525-1; lot# da2hrj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Manufacturer narrative:
MFR report #0002249697-2022-00937 was reported in error. This pi reports the patient¿s response to a study with his hip replacement where he answered ¿no¿ to being satisfied. The study coordinator believes it is possible the subject marked "no" in error. No adverse events were reported, therefore, this complaint is being cancelled.

Event description:
At five years postoperative, the subject reported very good health and moderate pain or discomfort in the study hip. At this point, he answered ¿no¿ to being satisfied with his study hip replacement. The study coordinator believes it is possible the subject marked "no" in error as the questionnaires were completed via mail and the subject never expressed any dissatisfaction with his hip replacement. At six years postoperative, the subject answered ¿yes¿ to being satisfied with his study hip replacement on patient questionnaires.